Manufacturer narrative:
After further review MFR#2916837-2020-00305 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that while using a bd lsrfortessa¿ flow cytometer theer was leakage of biohazard not contained within instrument. There was no report of patient impact. The following information was provided by the initial reporter. Customer has found that the small waste tank on the bench has overfilled and cause fluid to leak out of the tank. Customer has cleaned the bench and emptied the waste tank. The drain pump indicator on the fffs was on, however, the customer was not sure if the pump noise was heard or not.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using a bd lsrfortessa¿ flow cytometer there was leakage of biohazard not contained within instrument. There was no report of patient impact. The following information was provided by the initial reporter. Customer has found that the small waste tank on the bench has overfilled and cause fluid to leak out of the tank. Customer has cleaned the bench and emptied the waste tank. The drain pump indicator on the fffs was on, however, the customer was not sure if the pump noise was heard or not.